Manufacturer narrative:
The investigation confirmed a vitros mg result reported from a vitros 250 chemistry system as mg/dl, which was different from the unit of measure for the same mg result displayed at the customer¿s lis (mmol/l). The assignable cause was attributed to user error. The vitros 250 chemistry systems in the laboratory was not correctly configured to report vitros mg results as mmol/l, matching the configuration at the customer¿s lis. Once the vitros 250 system and the lis were configured in the same units of measure, it was confirmed that the expected mg result with unit of measure was obtained. The vitros system performed as configured and no malfunction of the vitros 250 chemistry system occurred.

Event description:
The customer complained of a vitros mg result reported from a vitros 250 chemistry system as mg/dl, which was different from the unit of measure for the same mg result displayed at the customer¿s lis (mmol/l). The vitros mg result of 2.0 mg/dl generated from the vitros instrument was reported as 2.0 mmol/l from the customer¿s lis, when the correct mg result in the expected unit of measure was 0.823 mmol/l. A biased result of the magnitude and direction observed may lead to inappropriate physician action if occurring undetected. The result was reported out of the laboratory; however, there was no allegation of patient harm as a result of this event. (B)(4).